Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered safety mode, and this device exhibited pauses due to unipolar pacing in safety mode. It was suspected that there was greater than two second of asystole, as the patient was symptomatic. This crt-p was explanted and replaced. No additional adverse patient effects were reported. This device is expected to be returned for analysis.